Manufacturer narrative:
Request for patient information declined.

Event description:
The customer reported the device gave a visual alarm but no audible alarm. No patient harm reported.

Manufacturer narrative:
Updated.